Manufacturer narrative:
Unable to confirm device serial number.

Event description:
At bench repair there was an issue found with no audio from the mx40 telemetry device. The device was not in use on a patient.